Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that "sometime throughout night pump shuts off delivery". No further specific information was provided. Tandem technical support made multiple follow up attempts with the customer, however, no response received.